Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, dyspareunia, and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy, anterior colporrhaphy and cystoscopy due to enlarged uterus, leiomyomata uteri, hypermenorrhea, cystocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, fever, and dysuria.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, fever, and dysuria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and nocturia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.